Event description:
Caller reported a notification indicating a minimal fill issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer initially attempted to resolve the issue by reloading the same cartridge, but this did not work. Reportedly, the customer was using cold insulin. With guidance from technical support, the caller cleaned the pump's pneumatic tap area and loaded a new cartridge using the proper technique. Loading the second cartridge resolved the issue, allowing the caller to resume insulin therapy.